Event description:
Healthcare professional reported right side "stuck to the muscle". Patient later reported "I may have a leak" (deflation). Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.